Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s wake/sleep button was intermittently unresponsive, though the pump could power on when placed on the charger, and a guided soft reset restored normal function. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including power cycling and a soft reset. Investigation of this case revealed a transient user interface responsiveness issue localized to the wake/sleep button that resolved after a soft reset, with no confirmed hardware failure of the button or related power control components. It was concluded, based on previously established findings for similar reports, that the cause was temporary device software or state corruption resolved by reset.